Manufacturer narrative:
Follow-up #1 date of submission 07/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, review of the pump black box history showed multiple consecutive power reboots had occurred. No call service alarms were observed. The pump powered on to the "verify" screen. During testing, the ezprime steps were performed with no call service alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions were found to the cgm or printed circuit board. The call service alarm issue was not duplicated during the investigation. There was no defect found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).